Event description:
This extension was intended for pt implant in (B)(6). Intraoperative testing performed during the procedure found invalid impedance measurements on several lead contacts. When the lead was tested independently, the impedance readings were within specifications. As such, a new extension was used to successfully complete the procedure.

Manufacturer narrative:
Evaluation results: a microscopic inspection of the returned extension confirmed several broken wires within the extension header assembly. The damaged wires are consistent with overstress during attempted implant. The clinicians manual includes precautionary language regarding such occurrences. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.